Event description:
It was reported that the insulin gauge displayed an amount different than expected on a previous day, with a difference greater than 30 units. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.